Manufacturer narrative:
During evaluation of the treatment tip, service found damage to the tip membrane. Breakdown of the membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met .based on the available information, damage of the tip most likely contributed to this event. It is unknown what caused damage to the treatment tip membrane.

Manufacturer narrative:
Following the procedure the treatment tip was returned for evaluation. The evaluation results indicated that tip failed leak test, thermistor test, and visual testing due to the observation of dialectic breakdown. No functional testing was performed due to the existence of dialectic breakdown. A review of the device history records is in progress. Additional medical information has been requested, but not yet received.

Event description:
A physicians office reported that a patient received a burn during a thermage treatment to the face. The physician was performing a thermage treatment across the patients face at a max energy level of 4.5. Around the 200th pulse a burn was noted on the right lateral forehead. 1.5 bottles of cryogen and coupling fluid were used during the treatment. The treating physician inspected the treatment tip before the procedure and every 100 pulses during the procedure. The patient status is currently stable. There was no secondary intervention or medication prescribed. It is undetermined whether there will be any permanent damage or scarring.